Event description:
It has been indicated by the customer that when the CPR button on the handset was pressed the bed went into the tilt mode (movement of the device stopped when the button was released). Reference manufacturer report number 3007420694-2013-00023.